Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7077133, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7077059, UDI: (B)(4).

Event description:
It was reported that patient experienced incontinence caused by stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed. The explanted device will not be return due to facility policy.